Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl and "passed out twice". Reportedly, the customer had inadvertently performed the load sequence while connected to the site. Customer consumed carbohydrates to address the issue and went to the emergency room where they were treated with intravenous fluids of saline. Tandem technical support (tts) educated the customer to not be connected to the pump during the fill tubing process. Multiple attempts were made by tts to obtain additional information; however, no additional information regarding this event was provided.